Event description:
New information noted that following the battery performance alert (bpa) advisory, a bpa was received on 05/23/2018 by the clinician and the device was explanted. There was no complication after the procedure.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited drop in battery longevity around january to february 2018. The device was not connected to the merlin.net transmitter and the patient was not seen in clinic. Device replacement was discussed. No patient symptoms were reported.

Manufacturer narrative:
Correction: previously submitted supplemental MDR ¿ type of reportable event should have been ¿serious injury¿. Premature battery depletion was confirmed by analysis. No sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.